Event description:
Noise seen on rv lead with inappropriate vf detections and therapies delivered. Physician has not determined course of action at this time. (B)(4) 2013 - lead was explanted on (B)(6) 2013.

Manufacturer narrative:
Upon receipt, the returned ICD data were inspected. The clinical observation was confirmed. The available iegm's, corresponding to the episodes number 17, 23 and 25, revealed the presence of noise in the right ventricular channel. This led to the charging of three defibrillation shocks, two of which resulted in shock deliveries. At a next step, the lead under complaint was in-depth analyzed. Its performance was scrutinized, including a visual and an electrical inspection. The analysis of the lead demonstrated a rubbed through insulation in the area of the tricuspid valve. This insulation damage can be considered as the root cause for the noise issues mentioned in the complaint description and confirmed by the available iegm's returned for analysis. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state in the region of the tricuspid valve. An x-ray movie showing the implanted status of the system has been returned for analysis. The inspection revealed a severe torsion of the lead body together with very strong movements of the lead in the area of the tricuspid valve. These observations are consistent with the results of the lead analysis. The overrotation of the inner coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.